Event description:
(B)(4) study. It was reported that post a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient was treated. A de novo, 3.5x24mm, 90% stenosis of the mid lad (left anterior descending) was treated with direct stenting using a 3.5x28mm taxus liberte study stent resulting in 0% residual stenosis. Additionally, a 90% ostial stenosis and 75-90% distal stenosis of the 1st diagonal was also treated with balloon angioplasty resulting in less than 25% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2014, the patient presented via ems in cardiac arrest with CPR and intubation initiated by ems. The patient was found "by the road with unknown down time". The patient was defibrillated twice due to ventricular fibrillation and epinephrine (5 doses) and atropine (1 dose) were administered. The patient was found to be in asystole with pulseless electrical activity noted and a code was called. The patient was pronounced dead. At the time of the event, the patient was noted to be taking aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that prior to the index procedure, in (B)(6) 2011, the patient hand mid sternal chest pain with and without exertion associated with nausea and worsening shortness of breath. Cardiac catheterization was performed and revealed disease of the lad. However, catheterization was deferred related to the patient's cocaine use. The investigator further noted that the patient died due to cardiac arrest, but the cause of the cardiac arrest is unknown.

Manufacturer narrative:
(B)(4).